Event description:
It was reported that: "patient was sent for CT post-tavi as they noted lucency on post-fluoroscopic imaging post-manta deployment. Thrombosis noted at site of manta on CT as per md. Patient sent for or vascular repair, manta explanted and patient well." Additional information: micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. Vessel size was 8mm with mild tortuosity and no reported calcification. Measured depth for the manta was 5+1=6. Both heparin and protamine were administered during the procedure. The patient was hemodynamically stable at time of arteriotomy closure. Md noted hemostasis was achieved externally, however, noted "lucency" on post-manta deployment fluoroscopic image. Stated patient would have CT imaging to further assess. Thrombosis noted to manta location on CT imaging post-tavi procedure and flow was partially obstructed. Vascular surgical repair performed."

Manufacturer narrative:
Qn# (B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number mn2401576 manta 18f ce indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. Following deployment, hemostasis was achieved, and a post-deployment fluoroscopic image revealed lucency. The patient was sent for a CT image for further assessment. The physician noted CT imagery indicated thrombosis present at the manta site, causing a partially obstructed flow. The patient was transferred to the or for surgical repair. During the surgical intervention, the patient was hemodynamically stable, the manta device was explanted, and the arteriotomy was repaired and sutured for closure. The root cause of the partial flow obstruction (occlusion) requiring surgical intervention is likely contributed to thrombosis resulting in ischemia present at the access site potentially disrupting the proper placement of the manta anchor. The patient did not experience any harm or health consequences due to this event and the outcome post-procedure and current condition is fine.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "patient was sent for CT post-tavi as they noted lucency on post-fluoroscopic imaging post-manta deployment. Thrombosis noted at site of manta on CT as per md. Patient sent for or vascular repair, manta explanted and patient well." Additional information: micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. Vessel size was 8mm with mild tortuosity and no reported calcification. Measured depth for the manta was 5+1=6. Both heparin and protamine were administered during the procedure. The patient was hemodynamically stable at time of arteriotomy closure. Md noted hemostasis was achieved externally, however, noted "lucency" on post-manta deployment fluoroscopic image. Stated patient would have CT imaging to further assess. Thrombosis noted to manta location on CT imaging post-tavi procedure and flow was partially obstructed. Vascular surgical repair performed."